Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient has been having problems for the past couple years with the device, stating he's tried a, b, c and d. It gets hot when it charges, almost like an electrical shock in butt. Patient mentioned he's had problems with it off and on and mentioned he couldn't use therapy as he felt burning in the middle of his back, but patient got that straightened out. It wasn't working there for a while. It wasn't coming on stating they charged it and the next day it was dead. It has been doing it off and on but issue got worse in (B)(6) 2019. It took 4 hours the other day to get a half battery and patient had it on for 2 hours before it started to charge. Patient was now seeing a doctor message on screen. During call, patient confirmed message is eri. Patient was redirected to their hcp. Bo further complications were reported. **not merging into old records due to patient's inability to clarify previous issues and their resolutions and clarify current issues.**